Manufacturer narrative:
Date of submission 03/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2016 with the following findings: the pump was returned with the audio tone alarm operating intermittently. The pump was opened and a cold/cracked solder was found on the piezo.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The pump was returned and investigated on (B)(6) 2016. There was no indication that the product caused or contributed to an adverse event.